Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing due to small r-wave, undersensing premature ventricular contractions (pvc), oversensing t-waves, detected false atrial fibrillation (af), and false pause episodes. The device remains in use. No patient complications have been reported as a result of this event.